Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients 'blood pressure was way off' and they had an elevated heart rate. It was also reported that there was a concern on how the device was functioning. The device remains in use. No patient complications have been reported as a result of this event.